Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, a patient who had a midline catheter inserted on (B)(6) 2025, by a certified registered nurse anesthetist (crna). The patient returned to the emergency department the following day because the home health team was unable to flush the line. While in the emergency department, the staff also had trouble flushing the catheter. A crna was consulted and attempted to flush the catheter using cathflo. He advised waiting two hours before making another attempt. Two hours later, when flushing was attempted again, resistance was still encountered. The crna was called back and subsequently replaced the midline catheter. Upon removal, it was observed that the catheter had two kinks. Additional information provided 19-jun-2025: there was no difficulty with the initial insertion of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro catheter was returned for evaluation. An initial visual observation of the photograph showed the powerglide catheter with several areas of damage. Two kinks were observed on the distal half of the catheter. A slight bend was observed near the middle of the catheter shaft. Use residue was observed on the sample in the returned photograph. The tip of the catheter appeared to be present. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.